Event description:
It was initially reported to boston scientific corp that a wallstent biliary endoprosthesis was used during a metal stenting procedure. According to the complainant, the stent would not deploy. The valve body broke off from the exterior tube. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable, okay. This event has been deemed a reportable event based on the investigation results; sheath detached.

Manufacturer narrative:
A visual found that the outer sheath was retracted 3mm. The t-bar connector had detached from the outer sheath. Glue was present on the inside and along the edge of the t-bar as required. No issue was noted with the movement of the outer sheath along the stainless steel shaft. A severe kink was noted on the shaft of the device at 360mm distal to its proximal end. It was not possible to retract the outer sheath to deploy the stent. The shaft was dissected at 200mm proximal to its distal end and the stent was deployed with some resistance due to dried contrast media. The proximal section of outer sheath could not be retracted due to dried contrast media. No issues were noted with the deployed stent found no issues. Based on the results of the eval conducted and the details of the complaint, the most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per the endoscopic covered biliary directions for use (dfu). A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. (B)(4).